Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer received the results of hi (greater than 600 mg/dl and hi on the aviva system compared back to back with a result of 144 mg/dl on an unidentified accu-chek system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.